Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. It was reported while on impella 5.0 support, the patient experienced hemolysis, and it was noted it was possibly related to the impella. There was reported suction alarms that were frequent, and the impella was repositioned, and the right ventricular assist device flow rate was adjusted. The patient remained on support for 16 days, and it was noted that the patient's left heart function improved, however the right heart failure persisted. It was additionally noted that the patient expired on support due to a sudden cardiac event. It was noted there is a possibly that the impella was related to the patient's outcome, however, the patient's condition may be more likely have impacted the event. No additional information provided.

Manufacturer narrative:
The cause of the hemolysis was not determined since product was not returned and insufficient clinical details were provided. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.